Manufacturer narrative:
Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, an electrocardiogram showed right bundle branch block. On the second post-operative day, the patient converted to atrial fibrillation. Intravenous medications were administered and the patient converted back to normal sinus rhythm the same day. No additional adverse patient effects were reported.